Event description:
It was reported that the patient underwent an initial implantation approximately one (1) year and five (5) months ago due to pelvic fracture. During implantation, patient received 2 plates and 8 screws. Subsequently, patient had a follow-up visit more than four (4) months post-implantation where it was discovered that one of the plates fractured. Patient did not experience any discomfort at this time; therefore, the surgeon opted to not revise at this time. Patient later underwent an implant removal surgery approximately one (1) year and four (4) months post-implantation as a planned part of healing being completed where the fractured plate, along with the remaining plates and screws, were successfully removed. Patient had no adverse reactions as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: item# straight locking plate, 10-hole, 131mm; lot# unknown, item# locking screws 3.524mm; lot# unknown, item# locking screws 3.524mm; lot# unknown, item# cortical bone screws 3.5×28mm; lot# unknown, item# cortical bone screws 3.5×28mm; lot# unknown, item# locking screws 3.5×22mm; lot# unknown, item# locking screws 3.5×22mm; lot# unknown, item# cortical bone screws 3.5×26mm; lot# unknown, item# cortical bone screws 3.5×26mm; lot# unknown. E1: full establishment name - (B)(6). G2: foreign - event occurred in india. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.